Manufacturer narrative:
The insulin pump was received with intermittent response due to corroded keypad traces. No button error alarm occurred during testing. The device had cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube lip.

Event description:
Customer reported via phone, he took an x-ray at the hospital and removed the insulin pump. The device was placed in a plastic bag and when it was returned to the customer the device alarmed button error. Customer's blood glucose was 198 mg/dl. Alarm did not occur right after being exposed to moisture. She was wearing the device when the alarm occurred so she didn't hold the buttons for three minutes or longer. Customer was advised to revert to back up plan and the device need to be replaced. Customer agreed to return the device for further analysis.